Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the right ventricular lead revealed loss of capture and externalized conductors. The lv lead was capped and replaced on (B)(6) 2023. The patient was recovering and no additional patient consequences were reported.